Event description:
The reporter (patient current observing doctor) states that a surgeon at a different clinic implanted a 13.7mm vticmo 3.7 implantable collamer lens of -7.00/0.5/085 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. The current observing doctor saw patient for the first time on (B)(6) 2022, where he unfortunately became aware of several medical errors. "Temporal corneal incision, anterior chamber shallower, iris temporally depigmented and "ragged", pigment dispersion in the anterior chamber, wide and plegic pupil, icl speckled with pigment, anterior subcapsular lens opacity- cataract." Complaint questionnaire provided reports cataract (asc); angle closure with elevated iop; lens dislocation/ subluxation; pigment dispersion; unreactive fixed pupil; blurred vision; and iris atrophy was reported. Current status of the eye: "eye already calm, cornea clear, anterior chamber shallow, pupil wide dilated, icl in situation rotated counter clockwise to intended position, anterior subcaps cat. Cataract formation." Cause reported as user erroe; device did not fail to perform as intended. Attempts to obtain additional information from the implanting surgeon have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).